Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024 surgical intervention took place to explant and replace device to address the issue. Therapy was restored.